Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other similar complaints in this lot. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens (iol) due to the patient experiencing poor vision and a scratch on the center of the iol optic post cataract surgery with intraocular lens implant. Additional information has been requested.